Manufacturer narrative:
Product analysis: the analyzer failed functional testing during analysis with errors found on active current drain, calibration: egm/amplitude calibration factors and calibration: impedance calibration factor. The analyzer was removed from the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer received into service with the programmer as an associated device tested out of specification during manufacturer's analysis. There was no patient involvement.